Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a detached introducer needle occurred. The sensor was inserted into the abdomen on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. The sensor was returned for evaluation. A visual inspection was performed and the need and cannula were attached to the applicator body. The applicator was partially deployed and the needle was exposed. The reported detached introducer needle was not confirmed. A root cause could not be determined.